Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (e226). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: transmitter and receiver module failure was found to be the cause of scope communication error (e226). The most probable cause of the complaint is cause traced to component failure . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had noise appeared on the image. The event had occurred during the maintenance. There were no reports of patient involvement.